Event description:
It was reported the device turned itself off while on a patient. The device was being used as a back-up at the time. A low battery indicator was not seen. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken and corroded. Battery contacts are compressed. Battery release and battery drawer are contaminated. Side bail covers and lead flex cover are broken. One case screw and battery drawer o-ring are missing. Ring cover screw is wrong type. Keyboard is scratched.